Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the right lead was repositioned to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that x-ray imaging revealed the patient's lead located on the right migrated. As a result, surgical intervention may be undertaken to address the issue.